Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance trends steady. The lifetime ventricular sensing integrity counter is 810 and all counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system. The treated episodes and nsts in the record are all from (B) (6) 2010.

Event description:
It was reported the lead "failed." Later review of manufacturer's database revealed the patient had subsequently died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed patient admitted to hospital ER on (B) (6) 2010 due to receiving 16 inappropriate shocks due to noise on p/s portion lead. Admitted for planned revision of lead the next day, however labs revealed progression of his chronic renal disease and lead revision cancelled. Due to multiple co-morbidities, not dialysis candidate. Significant anemia treated with 2 units packed candidate red cells. Patient decided to be discharged to hospice care on (B) (6) 2010, but was readmitted (B) (6) 2010 with worsening symptoms of weakness and fluid retention and died on (B) (6) 2010. The patient's last clinic visit had been (B) (6) 2010. At that visit, it was later reported the device readings, impedances, and thresholds were within normal limits.

Event description:
It was reported the lead "failed." Later review of manufacturer's database revealed the patient had subsequently died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed patient admitted to hospital on (B) (6) 2010, after receiving 16 inappropriate shocks due to noise on lead. Revision of lead planned for the next day, however, labs revealed progression of his chronic renal disease and lead revision then cancelled. Due to multiple co-morbidities, not dialysis candidate. Significant anemia due to gi bleed treated with 2 units packed candidate red cells. Patient discharged to hospice care on (B) (6) 2010, per his request, but was readmitted (B) (6) 2010, with worsening symptoms of weakness and fluid retention and died on (B) (6) 2010. The patient's last clinic visit had been (B) (6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance trends steady. The lifetime ventricular sensing integrity counter is 810 and all counts occurred since (B) (6)2010. A high value of this count can indicate a possible intermittency in the system. The treated episodes and (B) (6) in the record are all from (B) (6) 2010.